Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was found badly broken at the handle and on both front corners and the right plunger case was cracked. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. A combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out lead to the motor rate error. The top case was found badly broken at handle and both front corner due to having been dropped or mishandled by customer. The root cause of the problem was related to normal wear of the pump as it is over 10 years old. Replaced top case and right plunger case and replaced motor assembly, worm gear, leadscrew, and clutch halves. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor rate error and the top case was damaged. No patient injury was reported.